Event description:
Patient's spouse reported right side "leaking". Later, healthcare professional reported "deflation". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: not observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's spouse reported right side "leaking." Healthcare professional later reported "deflation." Device has been explanted and replaced.

Event description:
Patient's spouse reported right side "leaking". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.